Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident. A technical support specialist tss initially confirmed that the issue was resolved and that a field service engineer fse was not required. However, when the fse later arrived on site, the refrigerator was found to be within the correct temperature range and functioning properly. The fse had the customer open the drawers and inventory the entire refrigerator, confirming that all bands opened correctly and the unit was operating as expected. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator had power failure and user was unable to remove medications. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.